Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was unstable despite using tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried a different, non-tandem charging cable and wall adapter, which resolved issue and allowed pump to begin charging, and technical support advised that third-party charging supplies should only be used for troubleshooting and arranged to send replacement tandem wall adapter and charging cable, with no further assistance required.